Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/27/2014. Electrode belt: 2/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that the patient was not wearing the lifevest at the time of passing. Review of the patient's download data revealed that earlier on the day of passing, the patient received two appropriate treatments, and two inappropriate treatments from the lifevest. At 10:42:44, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was severe bradycardia at 10 bpm. At 10:45:55, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was severe bradycardia/bradycardia from 10-30 bpm with nsvt and CPR/motion artifact. At 10:46:52, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was idioventricular rhythm at 80 bpm with CPR/motion artifact. The post-shock rhythm was asystole. At 10:51:28, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was idioventricular rhythm at 60 bpm with CPR/motion artifact. The post-shock rhythm was asystole. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. At 10:55:47, the patient's rhythm was vt at 180 bpm. The rhythm self-converted to sinus rhythm at 60 bpm with motion artifact six seconds into the detection sequence. At 11:40:15, the patient's rhythm was sinus rhythm at 70 bpm with motion artifact. The lifevest was shut down at 11:40:20. There's no indication that a device malfunction caused or contributed to the patient's passing.